Event description:
On 1/21/97, the physician contacted a MFR nurse and reported that the device was implanted approx 8-10 years ago and the flow rate has decreased to 2.2ml/day. The predicted flow rate of the device is 2.75 ml/day. The MFR nurse discussed options with the physician and he has decided to increase drug concentration to compensate for the decreased flow rate.